Manufacturer narrative:
510k: this report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Part of the device remained in the patient so device is not considered explanted during the revision procedure on (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported a patient underwent a tibial revision on (B)(6) 2017. On (B)(6) 2017 the patient underwent treatment of midshaft fracture of the tibia. Patient complaint of pain and an x-ray taken on (B)(6) 2017 showed tibial non-union, no damaged product identified. All components from original procedure were taken out and the patient was revised with a bigger nail. The locking screw that was in the dynamic hole was found to be broken and distal tip was left insitu in soft tissue. Surgeon noted that the broken screw is most likely due to the non-union of the tibial. Concomitant parts reported: tibial nail (part/lot unknown, quantity 1); end cap (part/lot unknown, quantity 1); locking bolts (part/lot unknown, quantity 3). This report is for 1 unknown locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient gender. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: product was not returned and no article- and lot number was provided. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(6). Device was used for treatment, not diagnosis.